Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call air bubbles anomaly on the insulin pump. Customer's blood glucose level went as high as 259 mg/dl. Troubleshooting for air bubbles anomaly was performed. Customer advised they notice their blood glucose was high for no reason and that was when they realized small air bubbles inside the reservoir. Customer was advised to change out their entire set, reservoir, insulin and treat their blood glucose via healthcare provider's instructions. Customer performed the high pressure test and passed. Customer was advised to monitor the device and call back if issues persist.